Event description:
A report was received that a patient had an infection. The patient was admitted to the hospital for two days and was treated with antibiotics. The physician does not believe that the infection is device related. Cultures were taken by the hospital, and the physician reports that the infection may have been a result of the patient not keeping the pocket site clean. The patient is reportedly healing and doing well.

Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted.